Event description:
It was reported that the patient had syncope due to the right ventricular lead having several instances of no capture and ventricular inhibition. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.